Manufacturer narrative:
Method: halyard is awaiting the return of the device for inspection. Thus, the evaluation of the device is anticipated, but not yet begun. A review of the device history record (DHR) is in process for the lot number received. Results: once the device is received, testing will be performed. Once the evaluation and investigation have been completed, results will be provided. Conclusion: a conclusion is not yet available as the investigation and evaluation of the product is still in progress. A follow-up report will be submitted once completed. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: 500ml, flow rate: 6ml/hr and increased to 14ml/hr, procedure: rotator cuff repair, cathplace: interscalene. A patient reported that a medication (local anesthetic) infusion pump was empty one hour after adjusting the flow rate to 14ml/hr. Patient initially called hospital because he was in pain. He was instructed by the pain nurse to increase flow rate from 6 to 14ml/hr. Patient then called product support hotline an hour later to report that his pump was empty. The anesthesiologist advised the patient to remove the pump and catheter. There was no patient injury occurred with this incident. Further information was received, and it was reported that on (B)(6) 2014 that the flow rate was initially on 6ml/hr and increased to 14ml/hr at about 2:30pm. The pump was never dialed down to 12ml/hr, 10ml/hr, or 8ml/hr because the pump infused entirely and was empty at 3:15pm.